Event description:
It was reported that the patient experienced unspecified issues with a previous sling device. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The aus was placed because the sling was not sufficient to stop the patients urine leakage. The sling was an advance. Patient is doing well.